Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the lining of the outflow graft bend relief could not be confirmed as the bend relief remains in use and no pictures were submitted for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. Relevant sections of the device history records for the outflow graft, lot number 9225834 and bend relief, lot number 9006813 were reviewed and showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) rev. B is currently available. Section 5 of this IFU contains instructions for unpacking and preparing the sealed outflow graft. This section states that only the graft is intended to be cut or clamped, not the outflow graft bend relief. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a small tear in the lining of the bend relief. The surgeon wanted engineering to be aware of the fragility as the forceps tore the lining quite easily. There were no patient consequences or concern for the patient. There was no extended surgical time, and no repairs or replacements were required.